Event description:
It was reported that the patient underwent transurethral ureteroscopy with holmium laser lithotripsy and ureteral stent placement at beiliu city traditional chinese medicine hospital on (B)(6) 2025 and was subsequently discharged. However, on (B)(6) 2025, the patient experienced mild distending pain in the right flank accompanied by dysuria and hematuria. The patient returned to the hospital for follow-up and received symptomatic treatment including anti-inflammatory and analgesic therapy. The patient has been exposed to harmful substances, blood or body fluids and hospitalization. Solution: administer symptomatic treatment including anti-inflammatory and analgesic medications. Monitor the patient's condition. Replace the ureteral stent if necessary.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.